Event description:
It was reported, the patient's pump was programmed to minimum rate. The drug concentration in the patient's pump was decreased from 5mg/ml to 2 mg/ml and the pump was programmed to simple continuous mode. The medical assistant then skipped the bridge bolus and 'ignored the warnings'. It was noted, the manufacturer representative (rep) caught the error 'in time' and programmed the pump back to minimum rate. It was not reported the timing of the programming procedures. The patient was brought back in to the hcp office two days later for a system purge. The patient was having symptoms of an 'apparent overdose'. The system contents were removed and the patient was left with only 2mg/ml drug in their pump. The programming error was reported as resolved and the patient was 'doing fine'. The pump was used to deliver morphine.

Manufacturer narrative:
Product ID 8780, serial# (B)(4);: product type catheter product ID 8840, serial# unknown; product type programmer, physician product ID neu_ptm_prog, serial# unknown; product type programmer, patient (B)(4).

Manufacturer narrative:
(B)(4).